Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that on (B)(6) 2024, patient (pt) had told them that they had done several increases on his own. They had to come in for a visit with them. They had no way of tracking pts increases/decreases remotely unless they see pt in clinic and check a usage report. The rep met them in clinic and interrogated the patient's system. The rep confirmed that the cause was unknown. It is possible that the pt had memory issues and did not know what their settings were previously. Otherwise, the rep was not sure why the device would turn itself down. They have not had this occur before. No further action was going to be taken at this time as pt had a full interrogation with a rep and no issues were found at that time. The patient comes in on an as needed basis along with regular 6 month visits. Physician was aware rep met pt and did an interrogation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed they were going to the bathroom more often. They checked their settings and they had set the amplitude to 4.5ma and the next time they opened the settings it was at 3.5ma. This happened before. The manufacturing representative (rep) had set their amplitude at 6.0ma and the next time it was at 4.5ma. The rep was not aware of the issue. The event started about a month ago. Suggested the patient call and make and appointment with the doctor and bring their equipment. Patient said has an appointment set up with the doctor but doesn't remember the date. They think it was in a month.